Event description:
It was reported that the ilet displayed pairing with dexcom g7 continuous glucose monitor (cgm) and no readings were shown on the ilet until the pump was restarted, after which continuous glucose monitoring data resumed. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included remote troubleshooting, review of device status and menus, and user-directed restart. Investigation of this case revealed a temporary communication interruption between the ilet and the dexcom g7 that resolved with a device restart, consistent with intermittent signal loss without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue resolved through standard troubleshooting.

Manufacturer narrative:
Initial.